Event description:
It was reported that nexiva 20 ga x 1-1/4 in single port was missing print. This occurred on 3 occasions. The following information was provided by the initial reporter: this is a report about missing print on the package. According to the customer's report, there was no printing on the back of the package.

Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with three photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 0275781, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed three sealed nexiva packages with varying amounts of missing print on the label. Based off the provided photos the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred during packaging. A missing or partially labeled package is usually due to an issue with the printer.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 20 ga x 1-1/4 in single port was missing print. This occurred on 3 occasions. The following information was provided by the initial reporter: this is a report about missing print on the package. According to the customer's report, there was no printing on the back of the package.